Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2017-01076, reference MFR. Report#: 3006705815-2017-01077. It was reported during a procedure to revise the patient's leads due to lead migration (reference MFR. Report#: 3006705815-2017-00904 and MFR. Report#: 3006705815-2017-00905), the physician was unable to reposition/advance one of the patient's leads. It was noted the lead was also damaged during the procedure. In addition, when the physician opened the ipg pocket site, it was found the lead had pulled out of the ipg header. Therefore, one lead was explanted and replaced and the patient's ipg was also explanted and replaced due to fluid intrusion. Reportedly, effective stimulation was restored following the procedure. It is unknown which lead pulled out of the ipg header or was damaged/explanted. Therefore, all suspected devices are being reported as explanted.